Event description:
During aortic valve replacement, sutures which were preloaded with surgical pledgets were used. As the surtures were tied down, the horizontal mattress sutures of #2-0 surgidac cut through the pledget, releasing the pledgets freely into the aorta. This occurred on nine of the twelve sutures that were placed. All nine pledgets were retrieved and removed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination, other. Results of evaluation: component failure, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.